Event description:
A consumer implanted for spinal pain reported on (B)(6) 2016 they were having terrible back spasms. The consumer tried turning stimulation on and off but it didn't make any difference. It was further reported starting at the same time the consumer had to turn stimulation off at night because it made too much vibration down their legs. An appointment was scheduled with the healthcare provider (hcp) for (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.